Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada reported that their blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. The returned meter was tested with the returned test strips and in-house contour next test strips along with the in-house contour next control solution, which gave a satisfactory performance. The returned meter was then tested with the returned test strips and in-house test strips along with the breeze 2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour next one serial # (B)(6) as 05-jan-2019. The correct device manufacture date is 05-jul-2019. Section h4 has been updated.